Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 24 days following an intraocular lens (iol) implant procedure, the patient experienced a red eye, eye pain and vision loss for 3 days. Endophthalmia was suspected. Additional information was provided indicating that the patient was admitted for hospitalization and remains in the hospital. Additional information has been requested.